Manufacturer narrative:
Initial.

Event description:
It was reported that the user accidentally dropped the ilet pump onto a glass surface, resulting in a cracked touchscreen that would not unlock or respond, consistent with a device fracture of the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a stress-related problem consistent with impact damage, aligning with a device fracture of the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.